Event description:
It was reported that during the first inflation attempt, the pta balloon would not inflate. The catheter was retracted without incident. Another balloon was used to compelte the procedure. There was no reported p injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is confirmed for inflation issues as the balloon was unable to inflate due to the glue bullet being lodged in the outer catheter shaft and blocking the inflation/deflation ports. The investigation is confirmed for a product quality issue, as the glue bullet was found to be lodged within the outer catheter shaft. Operator awareness training regarding the glue bullet process was performed. Inflation issues are adequately addressed in the current IFU.